Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The serial/lot number of the catheter was not available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# serial# unknown product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient experienced a reoccurrence of pain.  A catheter assess port (cap) procedure was attempted, but it was not possible to aspirate catheter and inject catheter. Environmental/external/patient factors that may have led or contributed to the issue were unknown.  It was decided to replace the pump and the catheter.  The issue was resolved. The patient was without injury regarding their status as of 2021-aug-04.  The devices were to be returned to the manufacturer.  The patient's medical history, age and weight at the time of the event was unknown or would not be made available.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2021-aug-05. It was reported that the patient was uncomfortable with an increase in pain in their legs during a refill on (B)(6) 2021. The patient informed the nurse that it had started approximately 7 days prior. During the refill, a volume discrepancy was noted between the aspirated volume of 12.5 ml and the expected volume of 6.6 ml. A bolus was programmed with no effect. The catheter was checked under fluoroscopy and probable leakage at the connection of the catheter and the pump was noted. The patient underwent a catheter revision and pump replacement on (B)(6) 2021. During the operation, it was observed that the catheter was blocked and an injection of saline was performed. The catheter ruptured and was replaced. It was noted that the catheter was not removed but was sutured and remained implanted. The patient was hospitalized for two days but was well at the time of the report. Additional information was received from the foreign manufacturer's representative (rep) on 2021-aug-07. It was confirmed that the pump replacement and the catheter revision occurred on (B)(6) 2021 and not on (B)(6) 2021. It was also confirmed that a portion of the catheter was not explanted.

Manufacturer narrative:
Continuation of d10: product ID: 8709; implanted: on (B)(6) 2005; product type: catheter; b2, b5, d6a, d6b, h6: updated to reflect the information received on 2021-aug-05 and 2021-aug-07. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: the pump was returned and analysis found no anomalies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.